Event description:
The separator device broke at the distal shaft in the pt and retrieved without issue. The device was not saved. There was no pt injury. The m1 vessel was opened.

Manufacturer narrative:
Method: device discarded by hospital and not available for return to manufacturer. Conclusion: per the physician, the separator fracture was caused by the operator error.